Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet screen was shattered during a physical altercation, and the device was replaced while the patient was hospitalized for injuries unrelated to blood glucose. Symptoms included no glycemic symptoms or device-related physiological effects. Outcomes included no device-related impact on health and no alerts or alarms reported. Investigation included a review of the reported event and return of the original device for assessment. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with no evidence of device malfunction affecting therapy. It was concluded, based on established findings for similar reports, that the cause was mechanical damage due to external trauma.